Event description:
This ligasure was not burring at all. Surgeon took it off the field and requested another one.what was the original intended procedure?cutting and sealing.device #1is this a laboratory device or laboratory test?no.